Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) approximately one month post implant. An x-ray was performed and noted the lead had perforated the heart wall and was protruding through the pericardium. The patient was referred to a cardiovascular surgeon to discuss options. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the plan is to leave the rv lead where it is and implant a new rv lead on a future date.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and a new rv lead was implanted.